Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this lead was repositioned due to dislodgement. Once the patient sat up all of the slack was pulled back and dislodged this lead. The lead was repositioned and is working appropriately. To date, there have been no additional adverse patient effects reported. No further intervention was undertaken. This report will be reopened if additional information is received.